Event description:
It was reported that the pulse generator exhibited intermittent ventricular output. The device was explanted and replaced. No patient symptoms were reported. No additional information was available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.